Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic device evaluated by manufacturer? Lens not returned. (B)(4). Device not returned.

Event description:
The facility reported a aa4203tl silicone single piece lens 22.0 se/2.0 diopter was loaded incorrectly and was not implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.